Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the chest compressions were not properly detected. Patient involvement information is currently unknown, but no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Complaint evaluation: customer wanted to know that ECG analysis program found a beat annotation use a impedance changes chest compression in CPR. The device was evaluated by the rse. And it was confirmed that there was not malfunction and this was not a repair request from a customer. Customer resolution and conclusion: rse explained the customer's question. The device remains at the customer site. No further actions were taken and none are warranted.

Event description:
It was reported to philips that the chest compressions were not properly detected. Device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.